Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the transport unit was slammed into the cart which damaged the transport case causing the helium reservoir to leak. The fse replaced the console cover, the rear handle, and the helium reservoir assembly. The fse performed safety and functionality checks per the service manual. The iabp was returned to the customer for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that prior to use while replacing new helium tank, the cardiosave intra aortic balloon pump had an audible helium leak. There was no patient int involvement and no injury were specified.